Event description:
Per the clinic, the patient developed infection at the incision site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the incision site associated with the processor headband rubbing on the remaining stitch. Subsequently, the patient was treated with topical and oral antibiotics (specific date and duration not reported). The infection has since resolved. The implanted device remains.